Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents took the bilateral implanted child to the clinic suspecting that the child's left audio processor (opus2) was not working as the recipient had no auditory response. However, in situ testing showed affected channels. Further technical checks are scheduled but no date was provided yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received for investigation yet.

Event description:
The parents took the bilaterally implanted child to the clinic suspecting that the child's left audio processor was not working as the recipient had no auditory response. However, in situ testing showed affected channels. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The parents took the bilaterally implanted child to the clinic suspecting that the child's left audio processor was not working as the recipient had no auditory response. However, in situ testing showed affected channels. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The parents took the bilaterally implanted child to the clinic suspecting that the child's left audio processor was not working as the recipient had no auditory response. However, in situ testing showed affected channels. Re-implantation is considered.